Manufacturer narrative:
Device is combination product.

Event description:
It was reported that catheter stuck in stent occurred. The 99% stenosed, 28mm in length, 2.5mm proximal, 2.5 mm distal in diameter target lesion was located in the severely tortuous and severely calcified distal left circumflex artery. An opticross imaging catheter was selected for use. During percutaneous coronary intervention (pci), a 2.25 x 28 synergy stent was placed in tortuous area in right coronary artery (rca) 2 distal to rca 3. However, the proximal side of the stent was not apposed fully to the vessel wall. Balloon was inflated only at the proximal side of the stent as a result, the proximal side of the stent was expanded in balloon shape and was deformed due to severe calcification. The corner stood/lifted up in the bent part of the stent. It was noted that the opticross imaging catheter was caught and stuck in the bent part of the stent. The imaging catheter was pushed distally once, then attempted to pull out again. However, the device was stuck again at the stent deformation. Subsequently, the drive shaft was cut and the imaging core was removed from the device. An unknown wire was attempted to insert in the device but the inner lumen was tight. Therefore, buddy wire technique was not performed. A guide plus wire was attempted to be inserted, but there was not enough space to have guide plus pass through. Next the device and the guidewire were pulled together which finally released the device easily. No patient complications were reported and the patient condition was fine.